Manufacturer narrative:
An attempt to reproduce the issue was not performed as the problem was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer was seeing an overlap in cgm curve displayed on inpen app. After conducting a thorough investigation, we have found that the user switched from istanbul to zurich timezone on february 19th which is causing the overlap in the report. This is as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the app. The app showed the active insulin for 0.5u as high as active insulin with 17u. The customer also stated the continuous glucose monitoring value showed an overlapping in the app. In the guardian app, it showed diamonds for giving insulin, and in the simplera app, it didn't. The customer reported no adverse event. The event involved product(s) mmt-8400. The outcome of the event was unable to complete troubleshooting/provide instructions. No harm requiring medical intervention was reported. No product return is required for mmt-8400.